Event description:
Friend of home pt (hp) reports calling baxter technical service center for assistance after noting friend believes hp to have peritonitis. Hp reports that hp was diagnosed with peritonitis that day and was admitted into hosp. Unit rn reports hp was in fact diagnosed with peritonitis; however, notes that hp does not have specifics on event. Rn does note hp has responded to treatment, of which dosage is unknown per rn. Rn reports hp is very non-compliant. No device failure indicated by rn.